Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. The field representative reported a large hematoma and infection, approximately one week post implant. The explanted system was discarded at the medical facility. No resulting adverse patient effects reported and no information provided on replacement products.